Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm. Customer that button error may have been caused by moisture due to wearing insulin pump in bra. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.